Manufacturer narrative:
Results: the returned catrx was fractured at approximately 23.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx revealed a fracture. If the catrx is forcefully mishandled during a procedure, damage such as a kink may occur. If the kinked device is further manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. During the procedure, it was reported that the catrx became kinked. The catrx was therefore removed from the procedure.